Event description:
It was reported that the patient experienced an inadequate stimulation and the leads had migrated. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred nine months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 533024, UDI: (B)(4).